Event description:
Approx 10 months following the implant of 2 cypher stents the pt returned for follow up. Repeat coronary angiography revealed a stent fracture. It is unk if any restenosis was present or if treatment was required. Indication for initial evaluation is unk. The target lesion was identified as the mid right coronary artery with no lesion or vessel characteristics provided. The lesion was predilated with an arachi 2.5 x 20mm balloon at 10 atms for 10 seconds. The stents were deployed at 16 atms for 10 seconds in overlapping fashion. Post-dilatation was performed with a maverick 3.5 x 15mm balloon at 20 atms for 25 seconds.